Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had error 800.8000 in the logs. He was not able to duplicate the error when he turned on the pcu. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I instructed (B)(6) to run a test on the pcu. He will run a basic infusion for a couple hours to see if the error will repeat. If no fault found, (B)(6) will complete pm/testing on the pcu and put it back in circulation. If the fault re-occurs, (B)(6) will re-flash poc software on the pcu. If the issue still not resolve, he will replace logic board. Ref: (B)(4).